Event description:
It was reported that the unit would not come off standby.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. Based on a review of previous complaints involving a similar product and failure mode, the probable root cause of the reported failure can be traced to any one of the following: defective standby/run switch; defective ballast. However, this cannot be confirmed until the product is received and analyzed. In sum, the customer complaint could not be confirmed as the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.